Event description:
During a tenex procedure, the cutting power failed due to a malfunction in the tx1 kit/needle. After successful priming and inspection of the device tip, the provider began the procedure. Within nine seconds, the cutting function stopped working. Troubleshooting efforts--including adjusting settings for cutting power, irrigation, and aspiration--were unsuccessful. The provider also inspected and cleaned the tip, but the issue persisted. The malfunctioning kit was removed and set aside for investigation. A new tenex kit and saline bag were prepared and primed. The new kit passed inspection and functionality testing, allowing the procedure to resume and be completed without further issues. The patient was informed of the equipment malfunction and advised that the only impact was a slight delay in the procedure.